Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. It was noted that the patient had a pericardial effusion with cardiac tamponade as a result of a perforation in the laa from the was. The physician deployed the closure device in the patient and then performed a pericardial tap. The pericardium was drained of fluid. The patient was hemodynamically stable. The closure device was successfully implanted in the laa of the patient. The same day the patient died due to cardiac tamponade.